Manufacturer narrative:
The balloon was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imagery evaluation. Due to limited information about the device, a device history record (DHR) review and lot history review was not done the following instructions for use and manuals were reviewed; IFU for commander delivery system, device preparation training manual and device procedural training manual. No IFU/training deficiencies were identified. As the complaints for failure balloon burst was unable to be confirmed, a complaint history review was not performed. As no device was returned and there is no evidence to support that a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review was not performed. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaint for failure balloon burst was unable to be confirmed as neither the complaint device nor applicable imagery was provided. Engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Due to unavailability of work order review of the DHR, lot history was not performed. Additionally, a review of the IFU and training manuals revealed no deficiencies. The complaint description states, during deployment of the valve, the balloon ruptured, the valve was fully deployed. Patient anatomy was not provided. The balloon burst could be potentially from multiple factors (i.e. Calcified annulus/leaflets, additional inflation volume, and previous implanted valve). While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, interaction with rigid calcium nodules or the pre-existing valve can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, thv deployment with excess inflation volume can subject the balloon to pressures high enough cause it to burst. However, due to limited information a definitive root cause was unable to be determined at this time. Since no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.

Event description:
As reported, during deployment of the valve, the balloon ruptured, the valve was fully deployed and patient was stable after tavr.

Manufacturer narrative:
Device not returned, investigation is ongoing.